Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia/renal failure/tachycardia/respiratory failure: the cause of the injury was not determined due to insufficient clinical details. Hemolysis / mechanical interaction with blood: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Device in wrong position: the cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details.

Event description:
Clinical rationale: a 63 year old male with an acute myocardial infarction and cardiogenic shock (pre support clinical state consistent with scai shock stage c) underwent placement of an impella cp via the right femoral artery on (B)(6) 2026 at 13:24. During support, the patient developed respiratory failure requiring intubation and subsequently experienced supraventricular tachycardia (svt), for which synchronized cardioversion was performed four times. The managing physician attributed the svt to a stunned myocardium rather than the impella device, and impella positioning was confirmed as appropriate via point of care ultrasound (pocus). The patient also developed limb ischemia in the impella access limb, diagnosed by loss of pulses, and managed with a distal perfusion catheter (dpc) from the ECMO circuit; the ischemia did not resolve at the time of reporting. Hemolysis was identified during impella support, noted as blood tinged urine; imaging was used to confirm pump position, and no contact with the mitral apparatus was identified. Hemolysis did not resolve with pump removal (removal timing not yet documented). The patient additionally experienced renal failure requiring initiation of dialysis. Other contributing clinical factors included poor coronary vasculature, multiple ctos, and volume status. The patient¿s complex cardiovascular condition and comorbidities may have contributed to the clinical course. Further evaluation is pending device return and completion of clinical follow up. The patient remained on support until explant on (B)(6) 2026.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.